Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (326 mg/dl). Customer changed out the cartridge and insulin appeared to be delivering as expected.